Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized on the same day. It was reported that the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. It was reported that pd therapy was discontinued. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The date of the peritonitis diagnosis was an unknown date in (B)(6) 2014. However, the patient was hospitalized for the peritonitis on (B)(6) 2014. This is the same patient as (B)(4). A trend review will be performed. A review of all batch record documents was performed for potentially associated lot numbers gd896118 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.